Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: visual inspections were performed on the returned device. The detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that the tip separation was due to inadvertent mishandling during the attempt to advance over the guide wire; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1562 labeled internal file number -(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that when the 5.5x60mm supera self-expanding stent system (sess) was positioned on the guide wire, the distal part of the delivery system separated in two pieces during advancement on the guide wire while outside of the patient anatomy. There was no resistance noted during the advancement of the sess. The sess was simply withdrawn from the guide wire and was not used for the procedure. A new same size supera sess was used to successfully complete the procedure. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.